Event description:
Subsequent to previously filed report, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a cardiac catheterization procedure. Reportedly, no suture was attached to the needles when the plunger was removed. When partially removing the device, the suture was noted to not have caught the artery. Another proglide device achieved hemostasis. Complementary hemostatic compression was used following achieving hemostasis with the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code - 2616 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an unspecified procedure. Reportedly, no suture was attached to the needles when the plunger was removed. When partially removing the device, the suture was noted to not have caught the artery. Another proglide suture was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide suture in the preclose technique. No additional information was provided.